Event description:
It was reported that the physician deployed a vena cava filter in the ivc, prior to the patient having bariatric surgery. The physician noted that the little umbrella at the top of the filter failed to open up. Concerned that it may migrate, he used a wire to help open it, but was unsuccessful. He then used a snare and it broke the umbrella. The filter remains in the patient and a competitor's filter was implanted above that filter. Patient is asymptomatic at this time.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. The sample was not returned for evaluation as it remains implanted, so an evaluation of the sample could not be performed. X-rays were returned and reviewed. Although it appeared that the filter dome was mis-shaped, it could not be confirmed that the filter was broken, as reported. The results of the investigation are inconclusive for broken component and the root cause of the event is unknown. The current IFU (instructions for use) states the following: note: the dome of the filter will normally descend 1-2cm during shape recovery so that its tip will be lower than its actual position in the introducer before unsheathing. If the vena cava is too small to accommodate the fully centered filter dome, the dome may tilt toward the vena cava wall, or assume a spindle or cone configuration. These variations are functionally effective in undersized lumens. In very small vena cava the simon nitinol filter may form a spindle shape if there is not enough room for the dome to form. In some cases delayed recovery of the filter dome shape may be seen on follow-up films.